Event description:
On (B)(6) 2026, it was reported by a sales representative via (B)(4) that an ar-1600m 3-point shoulder distraction system main post, that controls the boom arm was slightly bent. This was discovered during the case with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 -complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure is misuse or mishandling during use or adjustment of the part, which may have resulted in device damage.